Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon review by the manufacturer's investigation unit, the device showed signs of melting. The display was melted from the inside of housing. No adverse event reported. Suspect device was returned.